Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the device. A device header problem was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported event of noise was confirmed via review of the device data. However, the noise was determined to have been cause due to non-device related factors. The device behaved as expected and according to its programmed settings. The reported event of header anomaly could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number: 2017865-2023-95096 during an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced and the device was explanted and replaced to resolve the event. A device header problem was suspected. The patient was stable.